Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet. A mitraclip xtw was inserted. However, upon descending the clip into the left ventricle (lv), it was observed that the posterior leaflet was up and behind the raised posterior gripper. Attempts were made to raise and drop the grippers and swing away from the posterior leaflet. However, it was then observed that the posterior leaflet was fully lodged behind the gripper, and it was observed that the posterior gripper was interacting with the subvalvular apparatus. Troubleshooting was performed. However, 1fter several attempts, the clip was inverted and retracted into the left atrium (la). However, while in the la, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed from the patient. While outside the patient, it was observed that the gripper line broke off at the suture insertion point on the gripper. It was noted that it the gripper line likely broke during attempts to free the clip from the subvalvular apparatus. A new clip was then inserted and successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.